Event description:
On 12/4/95 and ipp device was implanted. One cylinder was removed from the pt, date not indicated. On 11/18/96 the remaining cylinder was removed from the pt and two cylinders implanted due to penile pain and malfunction.